Event description:
It was reported that during a da vinci hysterectomy surgical procedure that a broken cable was observed on the prograsp forceps instrument. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's pitch cable was frayed. The instrument was found with a frayed pitch cable at the distal clevis hub. No damage was found at the clevis. Failure analysis investigation also found the following: the instrument's pitch cable was loose. The pitch cable was found loose at the distal clevis hub. Both cable crimps remained in the clevis and frayed was found on the cable. Upon housing removal, a frayed pitch cable was found derailed at the clamping pulley, but no loose clamping pulley screw was found. The instrument's clamping pulley was corroded and contaminated. Corrosion was also found on the clamping pulley where the cable rails were located. Failure analysis concluded that the corroded and contaminated damage was likely due to improper cleaning. The instrument's main tube had scratch marks and abrasions. The distal end of the main tube had various scratch marks and abrasions. The distal end of main tube had various scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The reprocessing instructions under cleaning, disinfection, and sterilization general information section specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. The customer reported complaint does not in itself constitute a MDR reportable event; however; frayed cable and damage to the main tube found during failure analysis if to recur could cause or contribute to an adverse event.